Manufacturer narrative:
Final analysis found that as received, a complete lead was returned in one piece measuring 51.9 cm. The helix was found extended and clogged with dried tissue. After cleaning, the helix could extend and retract. The measured full helix extension length was within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies except for procedural damage. The reported events of high lead impedance, loss of capture and sensing anomaly were not confirmed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented at follow up in-clinic after receiving an alert for high pacing impedance exhibited by the right atrial lead. Upon device interrogation it was revealed that the lead also exhibited loss of capture and sensing failure. During lead revision procedure, it was noted that the lead was dislodged. The patient was stable.